Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ultra meter read inaccurately high compared to a calibrated laboratory device. The complaint was classified based on customer service representative (csr) documentation since the patient could not be contacted to obtain additional information. The patient stated that the inaccuracy first occurred on an unknown date ¿2 months¿ prior to the alert date. At this time the patient obtained a blood glucose result on the subject meter which read ¿360mg/dl¿, and a blood glucose result on a calibrated laboratory device of ¿198mg/dl¿ within 10 minutes of each other. The patient stated that they manage their diabetes with oral medication (type and dosage unknown) as well as with diet and/or exercise. In response to the alleged high blood glucose results the patient sought advice from a healthcare professional over the telephone. The advice given was to take ¿emril 3¿ (medical surveillance suggests this is likely to be 3mg amaryl) in order to lower their blood glucose levels. At an unknown time after taking this medication the patient stated that they experienced a ¿hypo¿ ¿ no specific symptoms were mentioned and the medical surveillance specialist (mss) was unable to obtain this information as the patient did not provide contact details. In addition, the mss was unable to find out what treatment, if any, was received as a result of experiencing a ¿hypo¿. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and the patient¿s testing technique was correct. The patient¿s products were requested for evaluation. This complaint is being reported because the patient obtained a blood glucose reading on the subject meter which they felt was inaccurately high. Based on this ¿high¿ subject meter result, the patient took additional medication and suffered a ¿hypo¿ after the alleged product issue began.